Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA, which states ¿IV pump alarmed occluded. When IV tubing was examined there was a sizable bulge in the tubing." There was no patient harm.

Manufacturer narrative:
The customer's report of a bulge in the tubing was confirmed. Visual inspection of the set noted a slight bulge on the silicone segment directly below the upper fitment component. No other obvious damages or issues were observed with the rest of the set. Functional and pressure testing resulted in no bulging on the silicone segment or any alarms or issues. The root cause was not identified.

Event description:
Received a copy of the customer's medsun report from FDA, which states ¿IV pump alarmed occluded. When IV tubing was examined there was a sizable bulge in the tubing. What was the original intended procedure? Normal saline administration".